Manufacturer narrative:
Photo evaluation summary: six (6) photos of the bailout procedure were received from the account. Photo #'s 1-4 capture the different stages of the bailout technique. Photo #5 captures the graft cover and taper tip post implant of the graft. Photo #6 captures the delivery system handle with the detached external slider and tip capture release components. A section of the grey screw gear has detached possibly during the bailout technique. Concomitant medical products: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the physician also experienced difficulties using the tip capture release to complete the deployment of the stent graft; the mechanism would not move. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200mm thoracic aortic dissection. It was reported during the index procedure after rotation of the delivery system handle, it could not be retracted and the stent graft could not be released despite multiple attempts. It was noted that angiography showed a slight movement of the proximal stent position but the posterior release could not be opened. Bail-out technique was then used to disassemble the delivery system. During disassembly, pulling on the internal slider had no effect and the delivery system release handle was opened to allow release and to successfully resolve the event. It was reported that the slight movement/displacement of the proximal stent was due to movement of the delivery system during the bail-out. The stent graft was deployed in the intended position. As per the physician, the cause of the event is a post-release mechanism failure in the device. No additional clinical sequelae were reported and the patient is fine.